Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the test well images in question, which appeared as visually negative, with slight halos. There were no errors at the time of testing, and the camera report was acceptable. The immucor laboratory tested retention product on (B)(4) 2018, which performed as expected. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.